Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
It was reported by the edwards implant patient registry that a 9600tfx 26mm sapien 3 transcatheter valve, implanted in the aortic position, was explanted after an implant duration of 4 years and 2 months due to unknown reasons. A 27mm edwards surgical valve was implanted. No additional details were provided.

Event description:
It was reported by the edwards implant patient registry that a 9600tfx 26mm sapien 3 transcatheter valve, implanted in the aortic position, was explanted after an implant duration of 4 years and 2 months due to unknown reasons. A 27mm edwards surgical valve was implanted. No additional details were provided.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. The complaint valve degeneration was unable to be confirmed. No potential manufacturing non-conformance were identified during the evaluation. A review of DHR and IFU/training materials revealed no deficiencies. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification is not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was unable to be confirmed due to unavailability of device/imagery. Based on the limited information provided, the root cause for the valve degeneration approximately 4 years 2 months post valve implant could not be determined, but may be related to the patient's comorbidities and/or progression of the pre-existing valvular disease process. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5, b7, and h6. The investigation is in progress. A supplemental report will be submitted.

Event description:
It was reported by the implant patient registry that a 9600tfx 26mm sapien 3 transcatheter valve, implanted in the aortic position, was explanted after an implant duration of 4 years and 2 months due to degeneration. Per the medical records, the patient had an extensive surgical procedure for avr, mitral valve replacement, tricuspid valve repair, and maze procedure. The sapien 3 and the aortic pericardial valves were removed, and a new 27mm edwards surgical valve was implanted.